Event description:
A report was received that the patient's lead had migrated and was causing pain. The physician believed that the lead was irritating a nerve root. The patient underwent a lead revision and the physician replaced the lead. The physician did not suspect malfunction. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model:2366-70, serial: (B)(4), description: linear st lead, 70cm.